Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose level of 400 mg/dl. Customer's blood glucose value was 400 mg/dl. Customer mother reported problem with a new pump, she accidentally inserted old battery and now alarmed unable to exit training mode due to bad battery and was unable to unscrew battery cap. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue at the time of the call. The insulin pump will not be returned for analysis.